Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Oneosseotite implant (xiitp5485) was returned for investigation. Visual inspection of the as returned product identified no sign of damage within the external threads of the implant. Internal hex of the implant was in good condition and showed no signs of damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design and within all required specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No device malfunction was found. Based on the nature of the event, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that after placing the implant the patient develop extreme pain at tooth site #18. The implant area was extremely painful for patient, no infection, no true mobility was noted. The implant was removed and the site was grafted.